Event description:
It was reported the patient had no stimulation sensation and a loss of therapeutic effect. It was noted the patient had a lot of pain. It was further noted that this started the morning of this report. The reporter stated they did recharge their implantable neurostimulator (ins) three days ago. It was noted that 2 weeks ago the patient had a mild stroke which affected their right side, but their ins was for pain in their left arm. It was further noted the patient had a CT scan after the stroke. The reporter stated that they did use the patient programmer to turn stimulation on and the screen indicated that stimulation was on. It was noted the patient increased stimulation, but did not feel any stimulation. It was further noted the patient tried using the recharger, but that did not resolve the issue. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead; product ID 37744, serial# (B)(4), product type: programmer, patient; product ID 37754, serial# (B)(4), product type: recharger. (B)(4).